Manufacturer narrative:
Customer reported that while delivering propofol the device unexpectedly shut off mid infusion with a battery percentage of 87%. The device was received in good condition, battery depleted alarm found on date of incident. Upon opening of unit, fluid ingression is found on interconnect pcb. Customer induced issue. Calibration and functional tests performed, replaced interconnect pcb, battery pack for preventive measures. Replaced parts of drive train assembly due to excessive noise and contamination. Calibration and functional tests performed.

Event description:
It was reported that while delivering propofol, the device unexpectedly shut off mid infusion with a battery percentage of 87%. No patient injury was reported.